Event description:
It was reported that the patients paddle lead had migrated as revealed through x-ray. The patient underwent a replacement procedure. The explanted devices were not returned to bsn.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.